Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of ¿error e226¿. The subject device was inspected, and the issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been four years since the subject device was manufactured. Based on the results of the investigation, a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a 226 error code. The camera was not in use on patient. There was no patient involvement in this reported event. No harm reported.

Event description:
It was reported the subject device presented a 226 error code. The camera was not in use on patient. There was no patient involvement in this reported event. No harm reported.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.